Event description:
The tip of the guided angle awl form the irix-c system broke off during surgery on or before (B)(6) 2015. The representative and complainant from 3m reported that there was no delay in surgical time because a secondary awl was available and used. There was no injury to the patient.

Manufacturer narrative:
Conclusion - cannot be reliably determined.